Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a total laparoscopic hysterectomy, the subject device was used. After about 10 minutes since the surgery began, probe damage error occurred. The user found the tissue pad of the subject device was severely worn and the metal part was exposed. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the severely worn tissue pad.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device mostly was not worn. There was scratch around crack of the probe and the coating for electric insulation of the probe was partially missing around the scratch. The device history record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe was damaged when the user activated output while contacting with metal or something hard object such as metal clips, stapler, or other instruments. The above device handling has warned in the instruction manual as follows; *do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.